Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance during withdrawal into the guiding catheter could not be tested due to the condition of the device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 95% stenosed, mid left anterior descending artery. After predilatation was performed, an attempt was made to cross with the 2.25x18 mm xience v stent delivery system (sds); however, it became stuck and would not advance any further. Resistance was felt when the sds was pulled back inside the guiding catheter. Another sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.